Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip almost completely broken off and test reservoir did not lock/click into the reservoir tube properly, missing reservoir tube o-ring, cracked case at reservoir tube window corner and minor scratched display window.

Event description:
The customer reported via phone call that the reservoir compartment had missing pieces. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump would not hold the reservoir in place and had to use tape. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.